Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture and high pacing threshold measurements. The physician believes the rv lead may have pulled back and dislodged. Surgical intervention was performed and the rv lead could not be extracted easily, so it was abandoned and replaced. No additional adverse patient effects were reported.